Event description:
Analysis of the lead was completed on (B)(4) 2013. The outer silicone tubing of the lead has a compressed/twist appearance along the lead body suggesting patient manipulation of the implanted device, a ¿twiddler¿. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
It was confirmed that the system revision was completed on (B)(4) 2013. The generator and lead were removed. The surgeon noted that the lead was knotted up in the chest area. He commented that x-rays also showed the lead knotted up in a ball. The patient's mother stated that she has not seen the patient playing with the device. The explanted device was returned on (B)(4) 2013 and is pending product analysis.

Event description:
The patient¿s caregiver reported that during a recent visit on (B)(6) 2013 to the neurologist¿s office, high impedance was found upon performing device diagnostics. The patient was referred to a neurosurgeon. The patient has had a very good response with her seizures and autonomic responses be more calm. The caregiver noticed an increase in seizures not above pre-vns seizure frequency levels for the prior three months and some of the patient¿s autonomic responses increased (i.e. Increased heart rate, increased temperature (elevated from her normal but not high) with increased agitation. The caregiver was not sure if this was connected to vns, but she reported that vns has helped well in the past. The caregiver denied the patient sustaining any falls or trauma and says that she is not able to reach her device with her hands as she is not able to use them. She also denies any type of jerking movements. She reported that her daughter's vns was not programmed off but she is supposed to go back and have it turned off. Follow-up with the neurologist¿s office revealed that normal mode diagnostics on (B)(6) 2013 resulted in high impedance. The nurse was not sure if systems diagnostics were performed on this date as it was not documented in the notes. No changes to vns were made on this date. It is not believed that x-rays were taken. The office is not sure if the increased seizures were believed to be related to vns, as it is reportedly difficult to assess because a lot of them are not ¿true¿ seizures. Her episodes are described as "storming". Phone call log indicates that the patient¿s true seizures were occurring quite frequently (1-2 hours), but now are a lot less frequent at about 1-2 per day. She continues with 1-2 per day. The nurse indicated that it is difficult to assess. The patient¿s vns device was turned off on (B)(6) 2013 due to the high impedance. The nurse noted that it is not always number of seizures to show that it's helping. In this patient's case, it's the autonomic functions. Her heart rate has been more unstable with the device turned off. Although surgery is likely, it has not occurred to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Review of device history records. Review of the generator and lead device history records confirmed all quality tests were performed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.